Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that there was poor communication with recharging. The patient saw the reposition antenna screen on the recharger, and when connecting with the patient programmer a 006 error code was seen. The patient stated her back was hurting and she last felt stimulation a week ago. The patient reported being able to charge "the other day." The patient was unable to troubleshoot the patient programmer due to no suitable batteries being available. The antenna locate feature was used, but the issue did not resolve. It was reported the ins was tilted; the ins was at an angle in the pocket. The patient was redirected to their hcp due to the possible overdischarge. The patient planned to call back once she had new batteries for the patient programmer. Additional information received stated that the batteries did not resolve the issue and the patient was in pain. The patient was able to charge with the recharger after seeing a power on reset and confirmed 6/8 coupling. The ins was 1/2 full. It was reviewed that with a new patient programmer the patient would be able to see the por and may be able to clear it depending on the code. It was reported the ins was almost full. The patient was able to pull up the por message on the patient programmer, clear it, and turn on stimulation. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.